Event description:
During an internal iliac artery coil embolization prior to aaa stent grafting two orbit coils would not advance through the prowler select lpes microcatheter (mc). The coils were removed from the mc and the mc was used successfully with other coils after the events. There was no vessel calcification and the vessel tortuosity and rate of any stenosis is not known. The 10x30 trufill dcs orbit complex standard (637cs1030/lot 15031190) got stuck inside of the mc during delivery. After several attempts were made to advance it further, the coil was removed from the mc and exchanged for another unknown device which was placed successfully. The returned device was received with the coil detached from the delivery system. There is no available information regarding the timing of the detachment. While advancing another trufill dcs orbit coil system, an 8x24 complex fill (638cs0824/lot 14107804), the coil stuck inside of the same mc prior to the peel-away. The coil was removed from the patient and changed to another same catalog trufill dcs orbit, which was placed successfully through the same mc.

Manufacturer narrative:
The returned device was received with the coil stretched. There is no information available regarding the timing of the detachment. There was no adverse event and the patient is in stable condition. The mc not reshaped, and an adequate continuous flush was maintained through the mc at all times. The same mc was utilized to complete the procedure. No further information is available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube and support coil were inspected and kinks were found. Introducer was zipped; inside of it were the support coil and the emboli coil which was still attached to the gripper. A clear liquid that appears to be saline solution was observed inside of introducer. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope and the embolic coil was found stretched and the gripper twisted/compressed. Due to the returned condition of the device, the reported inability to advance through the microcatheter could not be evaluated with functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the stretched coil, kinks found in the hypotube and support coil and twisted/compressed sections found in the gripper could not be conclusively determined; however these do not appear to be related to the manufacturing process; inspections are in place to prevent these kinds of damages leaving from the facility. The instructions for use cautions that manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the coil. The device should be removed if friction is noted within the infusion catheter. It is possible that procedural factors/vessel characteristics contributed to device interaction resulting in the inability to advance the trufill dcs orbit through the mc resulting in the stretched condition of the coil and damage to the gripper; however, no conclusive determination can be made. Neither the analysis nor the DHR suggest that a relationship to the manufacturing process. The cause of the failure reported and the damages found on the returned device cannot be determined; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00133 and 1058196-2010-00134.